Event description:
The hamilton microlab at plus 2 instrument did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B) (4).

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and was unable to duplicate the problem. Fse found two tips in the tip waste with evidence of blowback. Fse verified proper tip pick up, tip eject and found the reagent container very warped. Fse found all tip clamp and plunger clamps in good condition and all holding forces within specification. Fse replaced the tip clamp, sleeve, compression spring, lld spring and plunger clamps in position 8 and 12, adjusted the tip pick up, and the calibration to move the tips over from the edge of the reagent rack. A volume verification was run and passed all the parameters. The instrument was tested without further problems and was returned to expected operation.